Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf-resection electrode's resection loop was broken. The issue occurred during a therapeutic hysteroscopic surgery to remove growths found in the cervical canal and cavity. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. Additional information added to the following fields: b5, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, based on the information provided by the customer, it is likely the reported issue occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure and it was confirmed that the device was inspected before use.